Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire broke during bowing while being engaged with ampulla. The hydratome rx 44 was successfully removed from the patient with the cutting wire still attached on one end. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h 11: the returned hydratome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was blackened, kinked and broken from the proximal pierce hole. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was kinked and broken from the proximal pierce hole. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire broke during bowing while being engaged with ampulla. The hydratome rx 44 was successfully removed from the patient with the cutting wire still attached on one end. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.